Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). Gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was also used as an internal iliac branch component. In total, 9 pieces of the devices were implanted (trunk-ipsilateral leg, two contralateral legs, iliac branch component (for the right side), internal iliac component, two vbxs and two aortic extenders). The patient tolerated the procedure. In 2022 (about 1 year before this report), a follow-up examination showed a type ia and ib endoleaks. At an unknown date shortly before the procedure, a follow-up examination showed rapid aneurysm enlargement. Therefore, an additional procedure was indicated. On (B)(6) 2023, reintervention was performed. To treat the type ia endoleak, two additional aortic extender components were implanted but the endoleak remained. Thus, ballooning with gore® molding & occlusion balloon catheter was performed for the aortic extenders. After that no confirmation angiography was performed so the presence or absence of the type ia endoleak was unknown. The reporting physician commented as follows: diameter of the left common iliac artery was originally large and the vessel condition was poor. The type ib endoleak in the left side possibly affected the type ia endoleak. It was reported that it is unknown which of the aortic extenders is proximal, and both devices are included on this report.

Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, endoleak. Additional gore® excluder® device captured on this report: sn: (B)(6). UDI: (B)(4). Catalog: pla280300j. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional gore® excluder® device captured on this report: sn: (B)(6). UDI: (B)(4). Catalog: pla260300j g2 report source corrected to foreign. H8/h9/h10/h11 - additional manufacturer narrative - product catalog number for additional device corrected